Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with the insulin pump. The customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had a diminished battery life and it rejected the batteries as well as they had to press the act button harder to get the insulin pump. Also, the threading was messed up in both the battery compartment and the reservoir area. The device will not be returned for analysis.